Event description:
End user was transferring from bed to wheelchair, when right front wheel allegedly broke, causing pt to fall. As a result of the incident, user broke upper part of right arm. Chair is 16 years old and nursing home has no records of maintencance.